Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the neutral prong of the power plug from a 2008t hemodialysis (hd) machine was burnt. Thermal damage was also identified on some of the wires inside of the power supply. The biomed replaced the power cord and the charred wires, but then went to power on the machine and the screen went black. The biomed also reported noticing a burning smell and was able to isolate the smell to the bridge rectifier. The biomed ended up replacing the entire power supply and was planning to order a new bridge rectifier. At the time of follow-up, the machine remained out of service. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. It was reported that the machine has approximately 25,000 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the machine has never failed polarity testing, and they did not think that the machine had ever undergone electrical leakage testing. However, the biomed did indicate that the machines at the facility go through annual electrical safety checks. The biomed believes there is an electrical issue at the facility and was waiting to get approval from the area technical operations manager (atom) to have an electrician come onsite to evaluate the outlets. The replaced parts were not reported to be available for evaluation. Photographs of the burnt components were provided by the biomed. There was no patient involvement associated with the reported events. In additional follow-up, the biomed stated the bridge rectifier was never replaced. The biomed provided further clarification on the machine's electrical safety and leakage testing. The biomed stated the machine has never failed any electrical tests (leakage or safety). Initially, the biomed thought this question was pertaining to the electrical outlets. The machine issue has been resolved. No parts were available to be returned for evaluation; any replaced parts were reportedly discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the neutral prong of the power plug from a 2008t hemodialysis (hd) machine was burnt. Thermal damage was also identified on some of the wires inside of the power supply. The biomed replaced the power cord and the charred wires, but then went to power on the machine and the screen went black. The biomed also reported noticing a burning smell and was able to isolate the smell to the bridge rectifier. The biomed ended up replacing the entire power supply and was planning to order a new bridge rectifier. At the time of follow-up, the machine remained out of service. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. It was reported that the machine has approximately 25,000 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the machine has never failed polarity testing, and they did not think that the machine had ever undergone electrical leakage testing. However, the biomed did indicate that the machines at the facility go through annual electrical safety checks. The biomed believes there is an electrical issue at the facility and was waiting to get approval from the area technical operations manager (atom) to have an electrician come onsite to evaluate the outlets. The replaced parts were not reported to be available for evaluation. Photographs of the burnt components were provided by the biomed. There was no patient involvement associated with the reported events. In additional follow-up, the biomed stated the bridge rectifier was never replaced. The biomed provided further clarification on the machine's electrical safety and leakage testing. The biomed stated the machine has never failed any electrical tests (leakage or safety). Initially, the biomed thought this question was pertaining to the electrical outlets. The machine issue has been resolved. No parts were available to be returned for evaluation; any replaced parts were reportedly discarded.

Manufacturer narrative:
Plant investigation: upon further review by the manufacturing plant, the reported complaint has been confirmed. Although no parts were available for physical evaluation, based on the photographs provided of burnt components, the reported issue of thermal damage was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that the neutral prong of the power plug from a 2008t hemodialysis (hd) machine was burnt. Thermal damage was also identified on some of the wires inside of the power supply. The biomed replaced the power cord and the charred wires, but then went to power on the machine and the screen went black. The biomed also reported noticing a burning smell and was able to isolate the smell to the bridge rectifier. The biomed ended up replacing the entire power supply and was planning to order a new bridge rectifier. At the time of follow-up, the machine remained out of service. There was no smoke, melting, or arcing noted, and there were no reports of sparks or flames. It was reported that the machine has approximately 25,000 hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed stated the machine has never failed polarity testing, and they did not think that the machine had ever undergone electrical leakage testing. However, the biomed did indicate that the machines at the facility go through annual electrical safety checks. The biomed believes there is an electrical issue at the facility and was waiting to get approval from the area technical operations manager (atom) to have an electrician come onsite to evaluate the outlets. The replaced parts were not reported to be available for evaluation. Photographs of the burnt components were provided by the biomed. There was no patient involvement associated with the reported events.